Manufacturer narrative:
Correction: the correct patient identifier is (B)(6) as previously reported. Device analysis report attached. This report is submitted on january 2, 2024.

Manufacturer narrative:
This report is submitted on november 10, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023. The patient was re-implanted with another cochlear device (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.